Event description:
It was reported the sys intermittently would not boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive, sbc board and mainframe battery pack were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.